Event description:
During an unspecified procedure, the physician was unable to withdraw the liberte monorail stent delivery system. The physician had to remove all the instrumentation together (stent balloon catheter, guide wire and guiding catheter). It is further reported the balloon got stuck inside the guiding catheter and the user thinks it may have entangled with the guidewire. The lesion to be treated is unk. No pt injuries or complications were reported.